Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to perform a pump reset, which successfully resolved the issue, and the caller was able to start their sensor session without further problems.